Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Performing a calibration of the unit resolved the complaint. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported tidal volume was not being displayed and the unit was not ventilating. There was no report of patient involvement.